Event description:
It was reported that during a da vinci surgical procedure, a broken cable was noted on a fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Broken strands stick out at the wrist. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.